Event description:
The customer provided additional information: the event was found during use. The device was inspected before use. The procedure was completed and required another device to be opened. There was a minor delay, around 5 minutes. No adverse health effects to the patient from the delay. No medical intervention was required as a result of the issue. The reported problem did not affect the outcome of the procedure. No other devices connected to the subject device when the failure occurred.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1) during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a device with a thin tip, causing spark generation. 2) a force was applied to the probe during spark generation. 3) a force to grasp tissue or a force to activate the output in seal & cut mode was applied to the probe. This generated cracks on the probe and the error occurred. 4) due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe. The following information is included in the instructions for use (IFU): ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
Due diligence is being performed for additional information of the customer event; however, no response has been received so far. The device is returned, and an evaluation completed for it. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check with error code u509. Both switches were checked and found both switches are functional. The purple seal and cut button was activated several times. It was verified that when the button was pressed, the generator was activating, indicating the button was working properly. A visual inspection on the received condition was performed on the device; there is some tissue build up located near the distal end. The ptfe pad (teflon pad) was inspected and found it has normal wear with signs of dried foreign material; however, there is no metal exposed. The distal end of the device was inspected under a microscope and found the probe detached with missing portion not returned for evaluation. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Further testing could not be performed as the probe is broken. The customer reported issue of cut function not working when button was pushed was not duplicated as the purple seal and cut button was working and activating the generator when pressed several times. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation as the device cut function was not working when bottom was pushed. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the device probe was broken off. The broken piece was not returned. This medwatch is being submitted for the reportable issue of the device probe being broken off as observed during device evaluation.